Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:00pm after the end user received higher than normal readings from her prodigy diabetes meter. The end user was unresponsive, mumbling and sweating accompanied with several high blood glucose results - 397mg/dl, 477mg/dl and 430mg/dl the paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 327 mg/dl. The end user was transported to the ER and administered treatment to assist in lowering her blood glucose but the caller could not recall as to what was given. After 12 hours in the ER the end user was discharged. No additional details were provided in regards to this medical event.